Event description:
Customer reports: during an operating room procedure, the device was placed on the patient, however the staff realized that the balloon was broken. Another device was requested from the warehouse and replaced at the same time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation. Rationale not provided.

Event description:
Customer reports: during an operating room procedure, the device was placed on the patient, however the staff realized that the balloon was broken. Another device was requested from the warehouse and replaced at the same time.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.